Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this patient was asymptomatic, however; an x-ray was taken of right hip revealed there was some eccentric wear on the poly. Initial date of implant is unknown. Devices not returned due to hospital policy. Patient was last known to be in stable condition following the event. Patient is a obese (B)(6) y/o female. Concomitant devices: cocr fem head 32mm +0 offset 12/14 (cn: 142-32-00, sn: unk).

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three, which led to polyethylene wear. However, this cannot be confirmed as the explants were not available for evaluation. Section h11: corrections made in the following section(s): (g4) aware date in intial submission should have been 04-feb-2020.